Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer of rectum. And the ileus was confirmed due to the tumor of rectum. He had metastatic cancer of liver. What was the patent¿s age, gender, bmi? Male, (B)(6). What was the patient¿s pulmonary status? The patient came into hospital twice in his 50s due to pneumothorax. The pneumothorax was treated by drainage. What chronic disease did the patient have? Because he had the emphysema, the doctor decided to perform lar with epidural anesthesia. In the initial procedure, were there any issues noted with device performance? It was reported that the donuts were created properly and no problem was observed on both sides. There was no problem when the washer was cut and the device was removed. During the initial procedure, was a leak test performed? If so, what were the results? No, because dr. Confirmed there was no problem of the anastomosis site. Did the healthcare professional confirm a complete transection of cutting washer? Yes. Are there any additional details regarding the cause of death? No information. No cardiac infarct and no pulmonary infarction. After the re-operation, the patient claimed pain but there was no leak by drain. No information where the pain was. Ethicon medical and engineering personnel would like to speak to the surgeon. Could you please offer a call to the surgeon? No.

Event description:
It was reported that leakage occurred after an open low anterior resection. The initial operation was performed on (B)(6), and a competitor's device was used to cut the rectum and the ethicon device was used for dst between rectum and colon. The donuts were created properly and no problem was observed on both sides. The lar was performed with epidural anesthesia because of the patient¿s chronic disease. At the night of the initial operation, the reoperation was performed since severe leakage of the excremental liquid occurred. Dehiscence was observed at the backside of the anastomosis site. Therefore, additional hand suture and the colostomy were performed with general anesthesia and blood transfusion. No postoperative complication was observed, but the patient died suddenly on (B)(6). According to the autopsy, 3 or 4 unformed staples were found. The cause of death is still unknown, and no causal relationship between the incident and device is claimed by the customer. No further information on the patient has been reported. No device will be returning.